Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 23.0-23.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.